Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had internal clock issues, with the time not holding, and that the downstream occlusion seal was damaged. The issue was discovered during testing.

Manufacturer narrative:
D9: date returned to mfg.: 8/8/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿there were internal clock issues, with the time not holding, and the downstream occlusion (dso) was damaged" was confirmed through power up test. Found incorrect device time and date. Updated the time/date and charged internal battery for seventy-two (72) hours and did not observe time loss after charging and confirmed through pump power up test. The probable cause was low charge on internal battery. Further investigation found cracked battery compartment, cracked battery door, dented air in line detector (aild), torn dso seal, cracked liquid crystal display (lcd) lens. Replaced battery compartment, battery door, aild, dso seal, and lcd lens. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.